Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. As the device model and serial number were not provided, the 510k number could not be determined.

Event description:
The customer contacted physio-control to report that the "machine is not turning on." There was no report of any patient involvement associated with the reported event.

Manufacturer narrative:
0003015876-2020-01135 and 0003015876-2020-01135 supplemental 001 were submitted in error. The event does not meet reporting criteria per 21 cfr 803. No further supplemental submissions will be forthcoming. H3 other text : evaluation not required.

Event description:
The customer contacted physio-control to report that the "machine is not turning on." There was no report of any patient involvement associated with the reported event.

Event description:
The customer contacted physio-control to report that the "machine is not turning on." There was no report of any patient involvement associated with the reported event.

Manufacturer narrative:
Additional information was received, serial number: (B)(6) and catalog number: 99576-000038. Product long description, product code, and common device name have also been updated.